Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18135499 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, at the moment of re-entry into the lumen the needle of a 120 cm outback elite re-entry catheter was deployed and could not be retracted and is "blocked deployed." The physician could withdraw the catheter though without creating complications. There was no reported patient injury. Additional information was requested but was not provided. The device will be returned for evaluation.

Event description:
As reported, at the moment of re-entry into the lumen the needle of a 120 cm outback elite re-entry catheter was deployed and could not be retracted and is "blocked deployed." The physician could withdraw the catheter though without creating complications. There was no reported patient injury. Additional information was requested but was not provided. The device will be returned for evaluation.addendum: product evaluation revealed a fractured/separated cannula on the returned outback elite re-entry catheter.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, at the moment of re-entry into the lumen, the needle of a 120 cm outback elite re-entry catheter was deployed and could not be retracted and is "blocked deployed." The physician could withdraw the catheter without creating complications. There was no reported patient injury. Additional information was requested but was not provided. The device was returned for analysis. One non-sterile unit of an outback elite 120cm re-entry was received. During the visual inspection, the cannula needle was received deployed. A kink/bent was observed on the shaft located approximately at 16.1 cm from distal tip. No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and were flushed with difficulties. Next, a lab sample .014¿ guide wire was inserted into the unit¿s cannula wire port and the distal tip. In both cases, the wire stopped at the height of the kink/bent found. Then, the cannula was unsuccessfully advanced and retracted via distal movement of the deployment slider. Due to the unsuccessful advancement and retraction of the cannula, an x-ray analysis was performed, and the cannula was found to be fractured/separated at the height where the kink/bent condition was found. No other anomalies were noted during x-ray analysis. Due the fractured/separated cannula, a scanned electron microscope (sem) analysis was performed. Results showed that the fractured/separated area of the cannula of the outback elite 120cm re-entry unit presented evidence of elongations and plastic deformation at the damaged area of the unit. The elongations and plastic deformations on metallic or plastic materials are commonly associated with fractures/separations caused by material tensile overload. Therefore, it is likely that the material of the cannula was induced to a tensile force that exceeded the material¿s yield strength prior to the fracture/separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 18135499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle-retraction difficulty¿ was confirmed through analysis of the returned device. Additionally, a ¿cannula/needle-fractured/separated¿ condition was noted during analysis. However, the exact cause of the conditions could not be conclusively determined. Based on the limited information available for review and the product analysis, procedural/handling factors likely contributed to the fractured/separated cannula/needle, and the subsequent inability to retract the cannula/needle as evidenced by the elongations and plastic deformation at the damaged area found during sem analysis. The elongations and plastic deformations on metallic or plastic materials are commonly associated with fractures/separations caused by material tensile overload. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the cannula¿s material yield strength prior to the separation. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.